Event description:
The event is reported as: the customer alleges that the comfort flo unit began spraying water at a long distance all over the room. The rt did suspect that the line might have become occluded when the pt had gone to the bathroom, but was not present at the time. The column was changed out. No report of pt injury.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. Three (3) pictures of catalog number 2410 (comfort flo humidification system) were received for analysis. They were visually inspected and the fault reported by the customer cannot be detected in the provided pictures. The lot number provided for this complaint ((B)(4)) does not correspond to the product reported by the customer it is not valid lot number at nl.